Event description:
Add'l info provided by international affiliate revealed after the implantation of the valve, the pt did not experience any improvement in relation to pt's clinical condition prior to the implantation. Mainly pt experienced gait disturbance. X-rays were taken after each reprogramming to confirm pressures. CT scans were also made and these confirmed that the ventricles continued to be dilated and there was no improvement. The patency test indicated in the product insert was also done and it was confirmed that the valve system was patent. After explantation of the valve, the pt's condition improved considerably and pt was discharged from the hosp.

Event description:
International affiliate reports valve was implanted in 2001. On two separate occasions the pt's condition worsened and the valve pressure was changed. Over two months later, it was decided to explant and replace the valve.